Event description:
It was reported that the patient faced an event infusion set cannula was bent which led to high blood glucose and treated with pump on (B)(6) 2026.

Manufacturer narrative:
E1:(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.